Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty in removing the cartridge from the pump. Customer's blood glucose (bg) was 569 mg/dl. Customer gave a correction bolus via pump to treat bg. Reportedly, the customer loaded the cartridge using the proper load techniques and continued to use the pump for insulin therapy.